Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-14003, 14005. The patient had two leads implanted with the same lot number. It was reported, the patient is experiencing a heating sensation at her ipg site while charging. The patient also reported her ipg is more superficial, due to weight loss, causing pain. The patient was advised to charge for shorter lengths of time. It was also reported, her ipg turns on and off by itself and she is experiencing abdominal stimulation. Follow up information identified an sjm representative met with the patient and reprogramming was unable to resolve the issues. She is working with her physician to determine the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.